Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information indicated the patient was well post procedure.